Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulties charging the pump with the usb cable. Customer's blood glucose level was 80 mg/dl. Reportedly, the pump was able to successfully charge with an alternate cable.